Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms and their bladder was leaking more than usual. The patient received a mammogram in (B)(6) 2017 which may have affected their ins. The patient planned to change programs and contact their healthcare provider if the symptoms did not resolve.